Event description:
The following was reported by the attorney for the pt: (B)(6) 2008: the pt had two bard kugel hernia patches implanted to repair a hernia defect. On (B)(6) 2008: pt presented to hospital and the previously placed mesh products were removed after they failed and injured pt severely. The attorney alleged the kugel hernia patch used in pt's hernia repair surgery failed, resulting in much pain and suffering and permanent injury.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report does not identify a specific device problem and no product was returned for eval, therefore, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time. See MDR 1213643-2011-00209 for info related to the kugel mesh implanted on (B)(6) 2008.